Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon was performing an open reduction internal fixation (orif) of a femur using the distal condylar locking plates and the aiming arm. During the procedure surgeon was having difficulty getting the locking guides to engage with the plate and believed the threads at the tip of the guide were worn. He tried different guides from the set and found one to work easier than others and used that one to finish case. There was surgical delay of two-three (2-3) minutes due to the reported event. The procedure was successfully completed. This report is for one (1) 4.3mm percutaneous threaded drill guide this is report 3 of 4 for complaint (B)(4).